Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4) . We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required the customer stated that there was no patient involvement .

Event description:
It was reported that the pc unit does not respond when channel select key was pressed. There was no patient involvement.